Manufacturer narrative:
The dispatched service engineer could narrow down the root cause to a malfunction of a certain pcb and replaced it. The device was subject to a test against full scope of specification which was passed without deviations; the unit is back in use. The replaced pcb was not available for evaluation anymore. The electronic log file confirms the reported behavior: a power-on self test was performed in the morning of the date of event without findings. Ten minutes after start of automatic ventilation in the respective procedure the self-monitoring function of the device detected a malfunction of the vacuum pressure for the ventilator piston. The device alarmed and shut down automatic ventilation; the procedure was continued in manual ventilation mode. The workstation generates a negative pressure for the purpose of keeping the diaphragm of the ventilator piston in place and to avoid wrinkling or ruptures during piston movement. This negative pressure must be in a certain range for safe operation and thus, is being monitored continuously by dedicated pressure sensors. This monitoring function failed for unknown reason in the particular case and, the defined system response is to trigger a shut down of automatic ventilation to prevent from damages to the ventilator and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the patient monitoring functions remain available to the full extent. The repair exchange of the respective pcb was the correct measure to put back the device into fully operable condition.

Event description:
It was reported that the anesthesia workstation alarmed for ventilator failure during a running procedure and shut down automatic ventilation. Manual ventilation remained possible. It was mentioned in the user's report that no consequences for the patient occurred.